Event description:
Related manufacturer reference number: 2017865-2022-09750. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post sensed t-wave oversensing on the implantable cardioverter defibrillator (ICD) and oversensing noise and r-wave amplitude variation on the right ventricular (rv) lead. Programming changes were performed to resolve both the rv lead and ICD. The patient condition was stable.